Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR # 2134265-2011-01425, 2134265-2011-01448. It was reported that during a stenting treatment procedure withdrawal resistance occurred. Access was obtained via the radial artery. The 3.0x18mm, denovo and eccentric target lesion was located in the non-tortuous and non-calcified proximal to mid left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm apex balloon and then a 3.0x32mm promus element stent was successfully deployed in the lesion and also covering two branches of the diagonal artery as intended. It was noted that the stent appeared to be well positioned and apposed in the lesion. The physician attempted to remove the choice pt floppy guide wire from the first diagonal branch; however, during removal, the guide wire appeared to snag a strut of the previously placed promus element stent. The stent was partially pulled back along with the guide wire which left an ''unraveled'' appearance on the proximal portion of the stent. The stent looked severely deformed and un-apposed in the proximal lad to left main (lm). According to the physician, the choice pt floppy guide wire became tangled with another choice pt floppy guide wire that had been positioned in the lad; this also caused the non bsc guide catheter to move position causing further damage to the promus element stent. A 4.0x12mm promus element stent was then advanced to the lesion and deployed in the proximal circumflex artery (cx), which jailed off part of the first placed stent against the vessel wall and into the lm. The lesion was then postdilated with multiple inflations and a 4.0x20mm promus element stent was deployed in the lesion, covering the damaged stent and crushing it against the vessel wall. A kissing balloon dilation was performed on the two new promus element stents with a 3.5x20mm apex balloon in the lm to cx and a 5.0x20mm quantum apex balloon in the lm to lad. It was noted that a satisfactory outcome was achieved and the angiographic appearance of the vessels were good. No additional patient complications were reported and the patient's current condition is stable.